Event description:
Reporter states lancet is protruding from the end cap of the multiclix device after firing. No accidental needle stick occurred, but customer did state the device poked her really hard; neosporin was applied (no medical treatment required). No adverse event reported. Requested return of suspect device, and replacement was sent.